Manufacturer narrative:
(B)(4).

Event description:
It was reported that the package was damaged. During revision of the hospital consignment, an advantage balloon catheter inflation device was noted to be damaged as the primary package was cracked. It was also noted that the sterility has been compromised. As the issue did not occur during a procedure, no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned with an opened package and the lid was separated from the tray. The device was visually inspected and the tray was found cracked in the gauge side. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that the package was damaged. During revision of the hospital consignment, an advantage balloon catheter inflation device was noted to be damaged as the primary package was cracked. It was also noted that the sterility has been compromised. As the issue did not occur during a procedure, no patient complications were reported.